Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the product was missing two endotracheal tubes. This issue was discovered during a code. There were two nasal gastric tubes and no endotracheal tubes.

Manufacturer narrative:
A sample was received for evaluation, the missing component was confirmed, however the packaging was open when received. A DHR review could not be completed as the lot number reported was not manufactured at the current facility. Two-years of complaints were reviewed and no trend was detected. At this time it is not possible to determine the root cause of the missing component since the lot number reported was manufactured at a previous facility. However, the current processes and procedures were reviewed and no issues were found that would contribute to this issue in the current facility. In addition, the current manufacturing personnel were made aware of this issue.